Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 28sep2017. A full analysis was performed by transcendent imaging llc, the manufacturer of the camera. According to the analysis, the issue was difficult to reproduce but a "timing adjustment usually fixed the issue." The timing was adjusted, the unit was cleaned, and a damaged wire was repaired. (B)(4).

Manufacturer narrative:
This intermittent and ongoing customer issue continues to be investigated by merge healthcare. When additional information becomes available a supplemental report will be filed.

Event description:
Merge eye station is intended to be used in conjunction with existing ophthalmic fundus cameras to take images of the eye, perform fluorescein angiography, red free, color and icg still-image photography as well as video imaging. On 08/1/2017, merge healthcare received information from an account regarding a database connection failure on the eye station. Merge healthcare technical support evaluated the customer's device and made some adjustments based on their system and the software/network environment. However, the customer reported that the issue was continuing to happen intermittently at a later date. To attempt to resolve the customer's database connection errors, merge healthcare technical support has reconfigured a directory, disabled real time scanning, and changed a setting on a network card. Additional information was received from the customer on 09/27/2017 that indicated patients had to be rescheduled and had to receive injections of fluorescein again because images were lost. This issue is being reported due to the potential for harm related to the delay in the inability of the eye care professional to obtain the necessary information for procedures in a timely manner and for reinjection of the fluorescein dye into the patient. The customer has not reported that any patient harm occurred as a result of this issue. (B)(4).